Event description:
Reporting status: serious injury/medical information. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a vision stent was implanted in 2009; however, the pt returned the following month, with in-stent thrombosis. The thrombosis was treated with another balloon and a 3.5x8 vision stent was placed proximally. No additional info is available.

Manufacturer narrative:
The pt effect of stent thrombosis, as listed in the IFU, is a known adverse event associated with coronary stenting procedures. Hospitalization is listed in the risk assessment in addition to thrombosis, as a potential post-procedure complication associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality deficiency. The need for hospitalization appears to be a secondary effect of the thrombosis, which was successfully treated with balloon angioplasty and placement of another vision stent. A definitive cause for the pt effect and the relationship to the product, if any, cannot be determined.